Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed stated that while standing with a nurse at edsurv1, a bedside alarm was heard and the bed sector turned blue, indicating an alarm, but the alarm was not audible from the pic ix. The rse asked the biomed if the speaker was connected; the biomed could not access the speaker at that time. The rse requested permission for remote access. The rse was granted access and upon viewing the clinical audit trail, alarms were seen in surv1, 2, 3 and overview3, including "alert sounded." The rse rebooted ai reflection master on surv1 and it was observed moving to surv3; this did not resolve the issue. The rse performed a sound test and no sound was heard. The rse requested the biomed adjust alarm volume and listen for confirmation tone; none heard. The rse reiterated the need to check the speaker connections. Biomed discovered the serial connection to the speaker had been pulled out. Once reconnected, the sound was then heard on surv1. The biomed reported that surv2 has an ethernet cable and not just a serial port connection indicating a remote solution for the audio on surv2. The ethernet cable was damaged as if pulled hard. The biomed retrieved a new ethernet cable from the shop and reconnected the remote solution; sound was then heard from surv2. The biomed reported that overview3 does not have a speaker and is only for the triage area, not for continuous patient monitoring. The biomed reported the issue was resolved.; no further help was needed in this case. Based on the information available and the testing conducted, the cause of the reported problem was related to the speakers not being connected, due to being pulled out. The reported problem was not confirmed to be a product malfunction. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on a patient information center ix located in the emergency department indicating that it is not alarming as expected. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.